Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section e1 - initial reporter name has been changed from (B)(6). Pump was received with a critical pump error (open book image) alarm with a constant tone. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully downloaded history files, traces using thump. Critical pump error (open book image) alarm triggered by pump error 63 critical handling alarm on 07-mar-2025 at 23:05:42 with variable (15). Pump error 63 alarm due to hardware error (line number 147 file number 2017). Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2 and force sensor. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, missing display window cover and minor scratched lcd window. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarm. Pump error 63 alarm due to hardware error. Exposed to moisture was confirmed. Audio/vibrate anomaly/absence of alarm was confirmed. Blank display was not confirmed. Cosmetic damage was confirmed at the serial number label. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer fell into a lake, and the pump was not turning on. The customer reported no adverse event. The event involved product(s) mmt-1880.troubleshooting was performed for display issues and the customer experienced a blank display and also stated that the battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery, and the pump was exposed to moisture. The customer was told that the insulin pump would be replaced and told to revert to a backup plan according to the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested, and the customer responded that the device would be returned.